Event description:
A customer reported to baxter product surveillance of an intravia bag in which a portion of the administration port was torn from the bag and attached to an unknown set. This occurred when the nurse was disconnecting an empty bag of fentanyl to spike a new bag during an infusion. This was a 250 ml bag. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An actual sample was sent for an evaluation. A visual inspection was performed and it was discovered that the membrane assembly was detached from the bag. The cause of this condition has not been identified. A batch review was conducted and there were no deviations found during the manufacture of this lot.